Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (b)((4)), and the meter was qualified and released by the quality control department and shipped to (b)((4) pdc on 04/22/2013. The strip lot #d130125-2 was manufactured on 01/25/2013 and expired in 01/2015. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported on (b)((4) 2014 that the end user sought medical attention on (b)((6) 2014 at 5:00 pm. The end user received a high blood glucose reading of 382 mg/dl after testing with his prodigy meter. He was sweating profusely and called the paramedics. Paramedics performed a glucose test with their meter and the result was 113 mg/dl. No additional information was reported in regards to treatment administered by the paramedics and the end user was not transported to the ER. No further information provided.